Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively. It was likely the adhesive agent came off because external force was applied to the relevant part by rubbing it with excessive force at the time that the subject device was cleaned or the like. The instruction for use (IFU) states the following guidelines: warning: ¿do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending it could also cause parts of the endoscope to fall off inside the patient. It could also cause parts of the endoscope to fall off inside the patient."

Manufacturer narrative:
At the olympus service center, the customer¿s issue was confirmed. The forceps passage had tear marks and was leaking. The forceps cover glue was peeling, and the probe unit was loose. There was a crack in the glue of the bending section cover/insertion tube. The ultrasound image had multiple broken elements. The elevator channel water flow inlet was loose. The insertion tube was exposed underneath the bending section cover glue on the distal tip side. The control knob play was loose, and the angle wire was stretched. The insertion tube insulation resistance value between the distal end and the connector was out of specification. On the c-body, the s-cover name plate was missing. The grip unit had white marks. The adhesive was open and had fluid invasion. The scope connector adhesive was open and had fluid invasion. The us-el insulation had a low value due to fluid invasion. The ultrasound connector adhesive was open and had fluid invasion. The occupation of the reporter is unknown. A supplemental report will be submitted should additional information be made available. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the evis exera ii ultrasound gastrovideoscope failed the leak test. There were bubbles where the elevator is located. The issue was found at reprocessing. No patient involvement reported. During the evaluation of the device, it was noted the forceps cover glue was peeling. This report is to capture the reportable malfunction of peeling glue on the forceps cover noted at estimation.